Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller reported charge frequency issue. Caller stated that they are having to charge the implant more frequently than they did before; an ins charge used to last almost 2 weeks and now they have to charge about twice a week. Agent asked caller if they have made any changes to their stimulation settings and caller stated no. Caller also confirmed when charging they have excellent quality and charge full. Agent reviewed age of implant and impact on charge frequency. The patient was redirected to their healthcare provider to further address the issue.